Event description:
It was reported that a (B)(6) female had an aortic bioprosthetic valve explanted after an implant duration of approximately nine (9) years and eleven (11) months and was replaced with another edwards pericardial valve. Despite multiple follow up with the healthcare provider, the reason for explant has not been provided and the device was not returned for evaluation. Note that this patient also had an edwards mitral bioprosthetic valve which was also explanted and replaced during the same surgery.

Manufacturer narrative:
The explanted device was not returned for evaluation, and no additional information was provided regarding the reason for explant from the healthcare provider despite multiple follow up attempts by edwards. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without additional information and/or return of device, the root cause of this event cannot be identified. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events. Note that this patient had another edwards valve explanted during the same surgery, reference device serial number (B)(4).